Event description:
The stent was deployed; however, attempted deflation of the balloon was not successful. Upon withdrawal of the balloon, the stent came back slightly. The stent was retrieved with a snare.